Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly encountered a problem with their infusion set, specifically an obstruction in the insulin flow. The blockage was pinpointed at the insertion site. Patient replaced infusion set and resumed insulin successfully. No further information available

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) with malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The batch 6009088 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009088 was packaged according to the wi version 98, packaged in the machine multivac 14, on 09/sep/2024 with a total of (B)(4). Welding DHR review: the lot 4h02905 was manufactured according to the wi version 34, manufactured in the machine ls24-ls25, on 26/aug/2024 with a total of(B)(4). The lot 4j01533 was manufactured according to the wi version 34, manufactured in the machine ls06-ls07, on 08/sep/2024 with a total of (B)(4). The lot 4j00959 was manufactured according to the wi version 34, manufactured in the machine ls24-ls25, on 05/sep/2024 with a total of (B)(4). Glue connector DHR review: the lot 4h02842 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 17/aug/2024 with a total of (B)(4). The lot 4h05600 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 08/sep/2024 with a total of (B)(4). The lot 4h02903 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 07/sep/2024 with a total of (B)(4). The lot 4h05603 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 05/sep/2024 with a total of(B)(4). The lot 4h05601 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on 05/sep/2024 with a total of (B)(4). Trending: a query was run in database on 25/jun/2025 against malfunction code evaluated occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6009088 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.